Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results on 2 different pts that were generated by the access immunoassay system instrument. The accu tni result for pt a was 0.36 ug/l and 3.3 ug/l. The accu tni result for pt b was >200 ug/dl, 148.85 ug/l and 1.8 ug/l. It is unknown if the elevated accu tni results for both patient a and b were reported out of the lab. It is unknown at this time what the correct results are. The customer indicated that the original sample from pt b was retested for accu tni. The repeated accu tni result for pt b was 160 ug/dl. No other info was provided from the customer. There has been no change to pt treatment or any injury that can be attributed to this event.